Manufacturer narrative:
The previously reported patient demographics belong to the patient for "sample 2".

Manufacturer narrative:
The calibration and qc were acceptable. The investigation found that the customer's special wash settings were incorrect. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results for an unspecified number of patient samples on a cobas e 602 module. It was alleged that the customer had experienced an increased number of samples with low false-positive results, but when the samples were re-spun and retested, the results were negative. Two examples were provided: sample 1: the initial result was 1.310 coi (reactive). The repeat results were 0.627 coi (non-reactive) and 0.693 coi (non-reactive), respectively. Sample 2: the initial result was 1.150 coi (reactive). The repeat results were 0.713 coi (non-reactive), 1.140 coi (reactive), and 0.755 coi (non-reactive), respectively.